Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on the left ventricular (lv) lead. There was high threshold and dislodgement. The lead was turned off and remains in the patient. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that during the replacement procedure of the lv lead, there was a confirmation of a dissection of the ostia of the coronary sinus. When injecting the contrast fluid, a small amount was visible in the pericardial space. A control echocardiagram did not show a pericardial effusion. The procedure was stopped, the patient was transferred to the intensive care unit (ICU) and monitored for three hours. No further compilations were noted, and the patient was discharged home the day after procedure. Approximately four months later, a different lv lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lv lead was explanted and not replaced.